Event description:
This ge oec 9600 fluoroscopy had cold boot issues, or required multiple attempts to boot the system for normal operation.

Manufacturer narrative:
A ge service representative investigated and found that the 386 motherboard was failing. The 386 motherboard was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. No patient information was available from this facility. There are no reported injuries or negative effects due to this issue.